Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. Unit was received with missing display window cover. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer stated that the insulin pump passed self test. Customer was able to clear alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.